Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that one day after an endoscopic submucosa dissection (esd) procedure on the ascending colon using olympus splinting tube model st-cb1, olympus colonovideoscope model pcf-h290zl, and pcf-h290tl, a perforation was found in the sigmoid colon of the patient during a follow up examination for the abdominal pain acompanied with a fever. The user facility performed an open abdominal surgery and repaired the perforation. It had been reported that the esd procedure was successfully completed and there was neither device malfunction nor patient¿s complaint of pain. Omsc submits three medical device report on the three devices that may have been involved in the perforation. This is the first report out of a total of three.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".